Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts provided information and assisted the caller with resetting the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.